Event description:
Boston scientific received information that the programmer's (prm's) screen went out. The field representative indicated that this prm will be returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, analysis confirmed the allegation as the programmer (prm) booted up to black screen with no light emitting diode (led) that turned on. The inverter was shorted out and the inverter cover was melted on the lower half. The inverter was replaced and this programmer then passed all incoming tests.